Event description:
Olympus technical assistance center (tac) was contacted with a report that the caller was trying to connect the hd/sdi signal from the video processor to the 4k input on the monitor but was not getting an image. There was no report of patient harm due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Additional information: during the call, the tac technician advised the caller to use the sdi 2 input, the user then indicated the image appeared (image loss resolved). The caller then reported getting error codes e216, e204, and e302 with an internal buffer full message. Tac advised the caller to try another similar scope, but the caller stated they did not have another scope at the moment but would try later. Tac advised the caller to delete old messages or transfer them to a thumb drive to resolve the e302 error. The caller indicated that the e302 error was resolved by deleting saved images. Tac later followed up with the caller and learned that error codes e216 and e204 were resolved by trying another scope. Correction to b5. Correction: e1 email field in the initial MDR was inadvertently include as 123@123.com; the caller stated that email address was not available. Correction: h6 investigation type code 10 - actual testing of device, was inadvertently included in the initial MDR in error; the device was not returned to olympus for evaluation. H4 was added. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, and the device was not returned for evaluation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image on the video processor. There was no delay or patient harm associated with the device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.